Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient identifier is (B)(6).

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one male patient, aged 36. The patient has a clinical picture of oppressive precordial pain, dyspnea, and a history of wpw(wolff-parkinson-white syndrome) managed with ablasion. The patient presented with tachyarrhythmia. The patient was admitted to the ICU and anti-ischemic management treatment started. The patient was given acetylsalicylic acid, clopidogrel, enoxaparin, rosuvastatin, and atorvastatin. An MRI with gadolinium was performed. The patient was discharged from the hospital. The doctor questioned the troponin result and another sample was drawn and was lower. The following data was provided sid ID: (B)(6) all processed on (B)(6) 2023: first sample result = 0.1082 ng/ml, second sample result = 0.0010 ng/ml, repeat second sample = 0.0010 ng/ml, repeat #1. First sample = 0.0015 ng/ml, repeat #2. First sample = 0.0012 ng/ml. Troponin reference range: male = 0 - 0.0342 ng/ml female = 0 - 0.0156 ng/ml no adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 43413ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 43413ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 43413ud00 was identified.